Event description:
Patient presented in-clinic after experiencing syncope and brief periods of asystole. Upon investigation, intermittent capture thresholds resulting in loss of capture were observed. Changes in cardiac tissue was suspected to be the cause of the event, however, this could not be confirmed. The device was reprogrammed to resolve the event. The patient was in stable condition.